Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix retracted and clogged with blood/tissue. X- ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix mechanism issue reported in the field. After cleaning the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to blood/tissue on the helix region. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
During the initial implant procedure of the right ventricular (rv) lead, high pacing impedance was observed. The physician attempted to reposition the rv lead, however the helix failed to extend. The rv lead was not implanted, and the physician successfully implanted a new lead. The patient's condition was stable.